Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. It is assumed that a vertical crack going across the insulation insert triggered the breakage. It cannot be conclusively determined, whether the resection sheath had already been severely worn before or whether the damage was triggered during the reprocessing cycle preceding the incident. Furthermore, there are signs of corrosion near the yellow sealing. The cause of this damage and the breakage of the ceramic insulation is thermal mechanical overload in combination with wear and tear due to improper/insufficient reprocessing. Therefore, this event/incident was attributed to use error. Also, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side, but a CAPA has been initiated to further investigate the root cause of this phenomenon and define appropriate countermeasures. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic resection procedure, the doctor noticed that the ceramic insulation at the distal end of the resection sheath had come off inside the patient¿s uterus. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.